Event description:
It was reported that the battery of this pacemaker showed an estimated remaining longevity of one year in the beginning of december 2023. The decision was made to replace the device. However, the patient cancelled the replacement procedure twice. The patient then arrived for a replacement procedure on january 22, 2024, at which time the device was interrogated and found to be in safety mode. It was noted the patient reported having dizzy spells and feeling under the weather for the previous two weeks, and during prep for the surgery, a short asystole due to loss of capture was observed. No duration was documented. The revision procedure was performed, and this pacemaker was explanted and replaced without incident. No additional adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker showed an estimated remaining longevity of one year in the beginning of (B)(6) 2023. The decision was made to replace the device. However, the patient cancelled the replacement procedure twice. The patient then arrived for a replacement procedure on (B)(6) 2024, at which time the device was interrogated and found to be in safety mode. It was noted the patient reported having dizzy spells and feeling under the weather for the previous two weeks, and during prep for the surgery, a short asystole due to loss of capture was observed. No duration was documented. The revision procedure was performed, and this pacemaker was explanted and replaced without incident. No additional adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the battery of this pacemaker showed an estimated remaining longevity of one year in the beginning of december 2023. The decision was made to replace the device. However, the patient cancelled the replacement procedure twice. The patient then arrived for a replacement procedure on (B)(6) 2024, at which time the device was interrogated and found to be in safety mode. It was noted the patient reported having dizzy spells and feeling under the weather for the previous two weeks, and during prep for the surgery, a short asystole due to loss of capture was observed. No duration was documented. The revision procedure was performed, and this pacemaker was explanted and replaced without incident. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.